Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent inaccurate fill estimates were received after loading the cartridges onto the pump. Troubleshooting could not be performed as the customer was not experiencing the issue at the time of the report. Customer's blood glucose level was 273 mg/dl at its highest.